Manufacturer narrative:
In use at the time of the event: cgm model: unknown mobile os: unknown.

Event description:
The customer reported "battery life is deteriorating, requiring the system to be charged more frequently in order for it to function. As of a result of the deteriorating battery life, the system has completely shut off". There was no reported adverse impact to the customer. The customer declined follow up from tandem technical support regarding the issue. No additional patient or event information was available.